Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of wenzhou medical university block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h2: additional information received on (B)(6), 2023: block e1 (initial reporter address 1) block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no failures were found on the clip. Functional examination was performed the clip assembly was able to perform the first activation and release the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned with the clip assembly attached. The device returned with the clip assembly still attached and it was able to open and close its arms. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.